Event description:
Heartware patient presents with complicated serratia driveline infection requiring surgical incision and drainage, IV antibiotics, and vacuum dressing for management. This complicated infection allowed heart failure status upgrade to status 3.